Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that the patient had tried to trickle charge in the past and couldn¿t get it started back in 2017. The patient left the ins off. The ins was to be replaced. No further complications were reported.